Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of controller fault alarms was confirmed via log file analysis. A review of the event log file contained data spanning approximately 11 days ((B)(6) 2023 ¿ (B)(6) 2023 , (B)(6) 2023 per timestamp). Starting (B)(6) 2023 at 2:56:53, controller fault alarms were active due to a liquid crystal display (lcd) communication fault. This indicates the controller¿s lcd board was not receiving information properly. The driveline was disconnected at on (B)(6) 2023 at 8:27:10 for controller exchange. The controller fault alarm did not resolve until the system controller was shut down at 8:27:51. There were no other notable alarms active in the log file. The returned heartmate 3 system controller (s/n: (B)(6)) underwent functional testing, and the controller fault alarm was reproduced. The issue was isolated to the lcd printed circuit board (pcb). The pcb was replaced with a known working test board in order to complete testing. The system controller passed functional testing without issue. The affected lcd pcb was re-installed in the returned controller. The controller¿s lcd/bitmap software was reuploaded, and further atypical events were unable to be reproduced. The controller was connected to a mock circulatory loop and operated the system as intended for extended operation. A root cause for the reported event was determined to be due to the controller¿s lcd/bitmap software becoming corrupt. However, a root cause for how the software corrupted was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook, rev. D, section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with controller fault conditions. The heartmate 3 patient handbook, rev. D, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a controller fault alarm. The patient was placed on their backup controller and received a new backup controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.